Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of "pvl secondary to wrong sizing" could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Suture holes were visible near two of the three black stitch markings on the sewing ring; one suture hole near each. Fibrin-like material was observed on the valve circumference and on the leaflets. Echocardiogram images were reviewed. Transthoracic echocardiography ~ 6 days after minimally invasive implantation of an aortic bioprosthesis reveals evidence of significant paravalvular aortic regurgitation. Although some images are submitted from what is taken to be the intra-procedural tee, no post-implantation images of the aortic bioprosthesis are included in the intra-procedural images. The echocardiograms do not contain information that would reliably address valve sizing. The subsequently implanted bioprosthesis appears to have normal function (somewhat elevated gradients likely are related to high transvalvular flow, with a hyperdynamic lv and normal effective orifice area), with evidence on that echocardiogram of a left pleural effusion. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. A definitive root cause could not be determined; however, it is likely that procedural related issues contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 23mm valve was explanted after an implant duration of 14 days due to pvl secondary to wrong sizing. The pvl is based on wrong sizing in a miavr case according to the surgeon. As reported, 3 sizers were used. A 25mm valve was implanted in replacement. Patient was noted as discharged home and doing well.